Manufacturer narrative:
This lead was not made available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital complaining of chest pain. Device interrogation found right ventricular (rv) lead loss of capture (loc) at maximum device output and low intrinsic amplitude. An x-ray was obtained confirming a perforation had occurred. A revision procedure was performed at which time the lead was explanted and replaced. No additional adverse patient effects were reported.